Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The field service engineer checked the analyzer and was unable to determine a root cause. He inspected the rinse levels and probe wash levels, observed and adjusted the gear pump pressure during operation. Precision testing was performed and was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 6000 c501 module. The initial result was 14 mg/dl. Medication was provided to raise the patient¿s glucose by an estimated 100 points. The repeat result was 470 mg/dl. A new sample was drawn from the patient approximately 30 minutes later, and the result was 581 mg/dl. The results of 470 mg/dl and 581 mg/dl were believed to be correct as they were consistent with the patient¿s health and history of high glucose results.

Manufacturer narrative:
As qc recovery was acceptable, there was no indication of a performance issue with the reagent or the instrument. The investigation was unable to determine a specific root cause. There was no product problem identified.